Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The pt's needles dislodged while adjusting them during a routine hemodialysis treatment. Treatment was discontinued without performing rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was reported.

Manufacturer narrative:
The reported blood loss is attributed to the pt's needles dislodging while attempting to adjust them. There is no evidence of a device malfunction. A direct correlation between nxstage system on and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional info will be provided.